Event description:
Information was received indicating that during use of the cassette the pump began to beep continuously and then displayed a "no disposable" alarm message. It was reported that the alarm occurred when the cassette was placed on both of the patient's pumps. Per reporter patient placed a new cassette and the alarm was resolved. No adverse patient effects were reported. Per reporter no further details were provided.